Event description:
A surgeon stated a patient reported waxy vision following bilateral intraocular lens (iol) implant surgery. MDR # 1119421-2007-00423 (right eye), MDR # 1119421-2007-00424 (left eye).

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. Additional information was requested 09/21/2007, 09/24/2007, 09/27/2007, 10/04/2007, and 10/11/2007 by phone, mail and fax. Additional information was received 09/27/2007 and 10/11/2007 by phone and fax.